Manufacturer narrative:
Oil filter leak. The fse repaired the unit.

Event description:
The asp field service engineer (fse) found a leak at the oil mist filter housing. The fse replaced compression fitting and tubing. The fse ran an empty chamber test cycle. System performs to specifications. There were no reports of physical complaints reported.